Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during surgery the doctor indicates the dermatome failed. He refers the blade was loose and he cut the patient skin. It seems is a problem inside the dermatome, because the blade was in correct position and secure. The event caused an injury. Additional information received on july 24, 2017: during the procedure, the blade got loose and move, cutting the patient's abdominal area. The injury required stitches and an additional graft. The event lead to 35 minutes surgical delay. Surgery was completed and the patient is doing well.

Manufacturer narrative:
Integra has completed their internal investigation on august 24, 2017. Results: part not returned. No failure analysis could be performed. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Complaints history; a two year look back from 07/11/2015 to 07/11/2017 for this reported failure using key words "failed" , "cut" for product ID 3539700 shows that 1 complaint was received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: unconfirmed - no root cause could be established since the part has not been returned.